Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturer for investigation. The manufacturer reports "the device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. It is confirmed that a sample stuck in transit due to covid-19 lockdown announced in india since (B)(4) 2020 and is available for return. If in the event that the sample is delivered to the investigation site, the complaint will be reopened, and a sample investigation will be conducted."

Event description:
Customer reported the light of the blade did not work prior to intubation. The device was replaced and the procedure was completed as planned. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light of the blade did not work prior to intubation. The device was replaced and the procedure was completed as planned. No patient harm reported.